Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient services (pss) received call from patient rep stating that they usually charge the patient every other day and when they do the implant will show 75% or 50%. The rep stated that within the last two weeks when they go to charge the patient, the implants are still displaying 100%. When the patient received the second implant, the rep made a mistake when programming and put the patient's therapy in voltage mode instead of current. The rep said the patient was in the hospital for 12 days due to the settings. Their doctor had to adjust the patient's therapy down due to the patient not being able to function (walk or talk). The doctor then adjusted one side a little higher after the initial adjustments. Pss had the rep ensure that therapy was turned on and they confirmed that the therapy was on for both implants. Pss reviewed with rep that battery depletion is dependent on the settings that are programmed by the doctor. Pss advised them to monitor and skip one day of charging to see normal battery depletion.

Event description:
Additional information received from the consumer reported they looked at the physician¿s noted which stated ¿the dbs was interrogated and stimulation parameters were adjusted. During replacement the manufacturer representative (rep) carried over the settings from the previous implant, however, there was an error in settings. Initial parameters used constant current with 6.0 for the left vim. When the left battery was turned on it was programmed for constant voltage instead with 6.0v. This in turn resulted in an amplitude of 7.0ma for the left implant. Due to impedance changes, there was an effective increase for the right battery as well.¿ the physician changed the system to constant current to avoid fluctuations in stimulation related to impedances and constant voltage.

Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# nkg766140h implanted: 2024-03-01 explanted: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.